Event description:
A (B)(6) male pt called zoll customer support to report that wires were exposed on his electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, wires exposed) has been confirmed. Upon investigation the trunk cable was pulled from the distribution node and wires were exposed. The root cause for the damaged electrode belt cable could not be positively identified, but was likely physical abuse. No adverse event resulted from damaged electrode belt cable. The pt received a replacement electrode belt.